Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head was not recognized by the processor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "not recognized by the processor" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water leak in camera unit due to which the endoscopic image cannot be displayed, and the cable had a cut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in camera unit, the endoscopic image cannot be displayed the camera is not recognized by the processor. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.